Event description:
The customer reported this atrial lead was removed because it was reported there were high threshold readings; no capture. A new lead was implanted and no adverse pt effects were reported. The lead was actively implanted for approximately 3 years.

Manufacturer narrative:
The lead was explanted and a new lead implanted with no adverse pt effects reported. The manufacturer attempted to obtain the lead by sending letters to the physician (on (B)(4) 2010) but was informed by the physician's office (on (B)(4) 2010) that the device would not be returned, it was no longer in their facility. As a result, the reported allegation cannot be confirmed. The event will be re-evaluated if additional info becomes available. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.